Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the physician noted a dissection and positioned the lead in the postero-lateral vein. The physician performed a pericardiocentesis. At the end of the procedure, the lead exhibited normal electrical values and no patient symptoms were reported. The physician reported that hours later after the procedure, the patients condition worsened and deceased after being transferred to emergency cardiac surgery. There is no known allegation from a health care professional that suggests that the death was device related.